Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring in battery tube. No damage inside the pump noted. The pump was received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer complained that the pump cannot turn on after putting in the battery. The customer will be sent a replacement pump. The customer will return the pump for analysis.